Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient met with the representative and they found the right spot for them to have the antenna placed. However, when the patient got home from their appointment they were recharging and it stopped charging. The patient noted that they had fallen asleep. The patient was advised to try charging while awake so they didn't lose coupling with the recharger. The patient said they would try that. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was recharging their ins and could only get it up to 50% before it said it was finished. They kept charging the ins and could only get it up to 50%. They spoke to a representative and believe there's a defect with the device. The patient also noted that the recharging belt was too complicated so they didn't wish to use it to charge. The patient was sore and had pain because they had their staples taken out from the ins implant surgery on friday. The patient reported that the battery level was at 30% and the ins was currently recharging. They saw a "poor recharge quality" screen and a yellow flashing light. The patient was able to start recharging again and saw that the recharging quality was good. It was reviewed that good quality could be due to being recently implanted and healing. The representative was contacted and they believed the issue was due to patient error but today the patient called them and had issues with their controller. The controller screen was showing the recharge screen no matter what was plugged into the controller. The patient plugged in the recharger and also the cord to charge the controller and the patient continued to see the recharging ins screen. The patient removed the battery pack for 5 minutes and were still seeing the recharging ins screen. The patient was crying because they couldn't get the plastic cover off the controller battery compartment. The patient spoke with their surgeon and they stated that the patient should meet with the representative so that recharging information could be reviewed. They had been trying to move the recharger all over and they couldn't charge the device. The patient took the battery pack out of the controller and then couldn't close the battery compartment but the battery pack was in the controller and the controller tuned on. Their stimulation was off as the ins needed to be charged. The patient was seeing a green light, a yellow light and an orange triangle on the controller stating that the ins needed to be charged. Their controller battery was at 100% and the patient was frustrated with dealing with these issues. Patient services tried to walk the patient through troubleshooting again but the patient was seeing the same thing and couldn't find the right spot. They stated that the charging belt was confusing. They had the recharger in the belt case and didn't want to remove the charger from the belt because the patient's area around the device was sore. Contrary to previous information, the patient noted that there was nothing wrong with the equipment. They were having a hard time finding the right spot to place the recharger for charging the ins. No further complications reported.